Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed issue after performing a fluoro shot the image did not stay on the screen, unable to do a spot da or a dsa, due to the issue diagnostic procedure got delayed. The system log file review shows fontal ippc malfunction and cause is disk bay or dimms or psu. Fse recreated the image store, but system was not boot up consistently. Fse found that ippc itself not booting and to resolve the issue fse replaced the ippc. After replacement and tests, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that there was no image on the screen. The issue was found during clinical use and there was a display in therapy. No harm has been reported to philips. Philips has started an investigation of this complaint.